Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd double curve access system (was) and watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient was noted to have had restless leg syndrome throughout the procedure. The was double curve sheath was advanced and angled down towards the hip and was opened for bleed back. Immediately, nothing came out. The physician shook it, then closed it, and aspirated on the sheath side port and obtained bleed back with no clots noted. The physician then opened it back up and inserted the watchman closure device wet to wet. An x-ray was taken following the device up the sheath to look for any air in the sheath. None was present. The physician lined up the distal markers and snapped in. It was then noticed there was air inside the distal end of the appendage. The physician immediately advanced the flx ball and deployed the closure device. The air seemed to be contained within the laa. The physician advanced the sheath up to the closure device and aspirated through the delivery system. No air was removed. The closure device was noted to have met position, anchor, size and seal (pass) criteria. The physician did not want to remove the closure device and risk the air coming out in a large bubble. The patient was monitored with intracardiac echo (ice) imaging for a while and microbubbles was observed to pass through the device. Oxygen (o2) was increased, and everything was removed from the patient. The patient was then placed in trendelenburg position and monitored for four (4) hours while lying flat. The patient had no signs of stroke and was reported to be doing well eight (8) hours post procedure. The physician kept the patient overnight for monitoring and was discharged home the next day.